Event description:
A hardware removal of symptomatic hardware in right posterior pelvis, where patient's sacro iliac screw is located was reported. The original procedure was performed approximately 4 years ago. The hardware was removed due to pain. This is report 1 of 2 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.